Manufacturer narrative:
Additional information received: intervention was performed and a 16x10x93 endurant limb etlw1610c93e was extended to the left external iliac artery. This was implanted after the left internal iliac artery of 3cm had been coiled. This was suspected to the cause of the vessel expansion and subsequent ib endoleak. Product analysis: the reported distal endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Pre -implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Post-implant CT¿s from after the index procedure were also not provided for review of the earlier stent graft in-vivo configuration. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the seal zone in the left common iliac artery was inadequate at implant or that aneurysm morphology changes over the 7 years of implantation may have been a contributory factor in the occurrence of the type ib endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 87x78mm abdominal aortic aneurysm. It was reported on the date of the CT over six years later, a ib endoleak for the l distal endurant limb etlw1620c93e was identified. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were provided and the patient will be monitored.